Event description:
The customer observed falsely elevated architect troponin results for a patient. The following data was provided (customers reference range: <0.05 ng/ml): on (B)(6) 2022. Sample ID: (B)(6). Initial result = 0.384 ng/ml. Repeat result on i1sr04174 = 0.08 ng/ml. New sample drawn an hour later and result = 0.09 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Additional information: d4 - expiration date and h4 - device mfg date. The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, trending review, labeling review, device history record review, and inhouse testing of retained reagent lot 78489un22. Return testing was not completed as returns were not available. A review of tracking and trending did not identify trends or issues for the complaint product. Device history record review for the complaint lot did not identify any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Accuracy testing was performed to evaluate the performance of reagent lot 78489un22. An internal troponin-I panel was tested with a retained kit of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 78489un22 was identified.